Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events, heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome cannot be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including sepsis, peripheral thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023, due to septic shock, ischemic bowel, and cardiogenic shock. It was later reported that the source of sepsis was the ischemic bowel with associated hypotension. Infection was treated with broad spectrum antibiotics (vancomycin, meropenem, micafungin). Cultures were not identified as care was withdrawn before cultures speciated. There were no changes to patient condition, anticoagulation status, or pump parameters that would have contributed to the event. The device operated as expected and the outcome was not considered to be device related.